Manufacturer narrative:
The reported field event of premature depletion was confirmed because the device did not communicate when received. Bench testing found the device to be normal. Battery analysis found non-shorting lithium clusters. The cause of the premature depletion remains undetermined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that during follow-up, premature battery depletion was observed. The device was explanted and replaced. The patient had no negative effects or outcomes.